Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was stated that while using the accuchek inform ii meter (serial number (B)(4)), the customer obtained results of 33.3 mmol/l and 11.9 mmol/l while testing a patient. The results were taken 2 minutes apart. There was no treatment provided based on the results. Both quality control and linearity was done on the meter and met specifications. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. The allegation in this case could not be substantiated.